Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (15mg/ml at 5.4mg) and bupivacaine (5mg/ml at 1.8mg) via an implantable pump. The indications for use were unknown. It was reported that during the patient's pump refill, there was a large discrepancy in the interrogated vs aspirated reservoir volume. There was 10cc less than what was interrogated. Per the healthcare provider (hcp), this was also the case at the previous pump refill. No details were provided about the first situation. The provider was advised and the patient was evaluated in the office. The patient denied any adverse reactions stemming from a potential over-infusion. The patient reported a bad fall in june and they went to the hospital as a result. The patient denied any adverse side effects after the fall. The patient's pump was interrogated in the hospital, the logs were read which did not show any stalls, and the patient was able to use the personal therapy manager (ptm) without iss ue. The patient was then evaluated in office following their pump refill twice and denied any adverse side effects following each refill. The patient continued to use their ptm without issue. There was a large discrepancy in aspirated volume following the fall. The patient's pump was replaced. The hcp attempted to aspirate the pump, but was not able to. A catheter dye study was not performed. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's pre-existing characteristics that may have contributed to the event were allergies, hypertension, and alcoholic ketoacidosis (aka). The patient's relevant allergies were bactrim, cefazolin, suboxone, sulfa drugs, trazodone, vancomycin, and gabapentin.

Manufacturer narrative:
See h6 updates: pli 10: pump: analysis of the pump identified slight damage to the septum with no leaking. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.